Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's right atrial (ra) lead was noted to be "almost dislodged" as seen on fluoroscopy. The physician attempted to reposition the lead. However, the physician ultimately elected to explant and use a replacement lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.